Event description:
The account reported that the patient experienced cardiac arrhythmias beginning on (B)(6) 2019. The patient had an ICD shock based on ventricular tachycardia and was treated with propranolol and amiodarone on (B)(6) 2019. The patient was shocked again by their ICD based on ventricular tachycardia. The patient was hospitalized on (B)(6) 2019. The dose of amiodarone was increased and the patient was started on fenytoine. It was reported that the event resolved on (B)(6) 2019. It was later reported that the reported adverse event was not related to the device and was considered to possibly be related to an underlying disease. The patient received implantable cardioverter defibrillator (ICD) shocks and increased amiodarone for the arrhythmias. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on vad support. Cardiac arrhythmia is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced cardiac arrhythmias. No further information was provided.